Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed there were no anomalies found. Blood was present in/on the helix mechanism.

Event description:
It was reported that during the implant the lead dropped from the septum to the apex. The helix was retracted but could not be advanced again after this occurred. The lead was not used. No patient complications were reported as a result of this event.